Event description:
The initial reporter received questionable sodium electrode assay results for five patient samples tested on the cobas 6000 c501 module.the following are the patient samples with discrepant results identified from the list provided:patient sample 1the initial result is 140 mmol/l.the repeat result is 146 mmol/l.patient sample 2the initial result is 141 mmol/l.the repeat result is 148 mmol/l.patient sample 3the initial result from line 1 is 145 mmol/l.the first repeat result from line 2 is 154 mmol/l.the second repeat result from line 2 is 155 mmol/l.the third repeat result from line 1 is 156 mmol/l.the result of a new patient sample is 140 mmol/l. This result was deemed correct.*clarification regarding the lines used was requested but not provided.the qc failed, prompting the rerun.

Manufacturer narrative:
The sodium electrode's details were not provided.the field service engineer inspected the analyzer and found the detergent tubing bent. He performed adjustments and validated the analyzer's performance with detergent prime tests, calibration, and qcs.